Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ observed, opening on the posterior side assessed as fold flaw opening. ¿ crease fold observed on the device. ¿ no penetrating nick ( stress marks) no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "recall". Device has been explanted. Healthcare professional later reported capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "recall". Healthcare professional later reported right side seroma and capsular contracture baker grade unknown. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown.

Event description:
Un-reporting seroma for right-side, healthcare provider confirmed that seroma and rupture only reported for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h6.